Event description:
It was reported the customer had a rewind anomaly on their insulin pump. Customer stated their insulin pump would stop in the middle of the rewind process. The customer stated the issue has persisted two times in the past. The customer's blood glucose was unknown. Customer requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No rewind anomalies were noted. Pump received with black shadow on the display due to warped uneven on the lcd board. No cosmetic damage noted.